Manufacturer narrative:
The case is now under investigation in detail.

Event description:
On (B)(6) 2014, (B)(6) male pt received the 1st injection of supartz for osteoarthritis. He started to feel an increase in his heart pulse, over 140/min, 3-4 hours after the injection. On (B)(6) 2014, he went to the ER and was admitted for 2 days. According to the pt, the testing that was performed at the ER revealed an allergic reaction to supartz. His white blood cells and pulses were extremely high. Pt had synvisc before with no problems.